Event description:
It was reported that approximately two week post device changeout procedure, an alert was triggered for lead integrity due to short intervals and non-sustained ventricular tachycardia episodes. X-ray and visual inspection at revision found no connection issue, soa fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.